Manufacturer narrative:
Product event summary: data files and field service engineering report (fser) were reviewed and analyzed. Data files confirmed a system notice indicating that the system detected an electrical component failure (#50002) during application with the balloon catheter. Bin files showed at least 10 applications were performed with this catheter on the date of the event and all the applications had unsuccessful inflation. The fser noted that the check valves were replaced, and the power supply voltage was out of tolerance. The console was tested and deemed appropriate for clinical use after repairs. Furthermore, the product issue reported #50002 is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the low pressure regulator (lpr) was not as expected. Additionally, a system notice was received indicating that the system detected an electrical component failure. The electrical path was disconnected and reconnected with resolve. Additionally, a system notice was received indicating that the balloon was not sufficiently inflated. The coaxial umbilical cable and balloon catheter were replaced without resolve. It was also reported that pressure was not as expected. A field service visit was recommended. The case was aborted, and the patient was under general anesthesia. No patient complications have been reported as a result of this event. On 2018-02-12: information indicated that a field service visit took place and the power supply voltage was out of tolerance. The console was serviced as appropriate. The product issue reported is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.